Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) /2006 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that patient underwent tension-free vaginal tape, sling procedure using bard retropubic needle and tape on (B)(6) 2009 due to recurrent sui. (B)(4).

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat stress urinary incontinence. It was reported that the patient had a concurrent procedure of an a&p repair performed during mesh implantation. It was reported that following insertion the patient experienced pain, bleeding, infection, urinary/bowel problems, recurrence, dyspareunia, and vaginal scarring. It was reported that patient underwent a pelvic floor suspension, supracervical hysterectomy, mini-laparotomy on (B)(6) 2006.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.